Event description:
The customer reported that the device will not turn on/off. It was reported there was no patient involvement.

Manufacturer narrative:
Additional information: g4, g7, h3, h10 (investigation results). Correction: h3, h6 (device, method, results, conclusion), h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/25/2018 to the present date 12/04/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 200274778 for misc - physical damage which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on/off. It was reported there was no patient involvement.